Event description:
It was reported that at implant, the physician extended the lead helix on the table prior to implanting and it took ten turns to extend the helix but more than sixteen turns to retract it. It was noted that there was a slight bend in the distal portion of the lead. The physician did not feel comfortable implanting the lead so it was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.